Event description:
It was reported that a patient's device was explanted due to an infection and at the patient's request. The device history records of the generator and lead were both reviewed, and the devices were sterilized prior to release. Attempts for further information were unsuccessful to date.